Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor exhibited error e12 indicating insufficient disinfectant in the tank. Upon testing at the facility, the 3-port valve sounded abnormal during operation and was noted that it could potentially fail. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse was unable to reproduce the reported issue, error e93 occurred during testing, found alcohol sensor abnormal, removed and replaced sensor, found detergent sensor with dried fluid buildup around casing, removed and replaced detergent sensor. During testing the three-port valve sounded abnormal, removed and replaced three-port valve. Drain hose was installed too short and would not allow machine to be placed in a service position with hose attached to drain, installed new drain hose and trimmed excess to allow machine to be serviced while still connected to drain. Found minor fluid leak from basin fluid level sensor, removed, and replaced fluid level sensor and covers. Ran several performance test cycles, confirmed no fluid leaks and all cycles completed without error. The device was serviced and verified according to instructions and the device passed the electrical safety test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e12 could not be determined. It is possible that the issue was caused by a clogged water filter, which may have been caused by insufficient knowledge of the instruction manual leading to the water filter not being replaced regularly. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below.¿ olympus will continue to monitor field performance for this device.